Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-01892. Additional information received identified the patient's scs system was explanted and replaced. Effective stimulation was restored following the procedure. It was also noted the lead was found to be fractured.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-01892. It was reported the patient experienced the inability to increase stimulation to the desired amplitude which resulted in ineffective stimulation. Switching programs did not resolve the issue. It was also reported ipg communication errors were being received. Surgical intervention will be taken at a later date to address the issues. No additional information is available at this time.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-01892. Additional information received identified that at the (B)(6) 2016 appointment, diagnostics revealed high impedance values for the scs lead. It was identified that the patient no longer wants to charge and has requested a non-rechargeable ipg. Surgical intervention remains pending.